Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, customer reported misidentification. The following information was provided by the initial reporter: client reports misidentification of phoenix from acinetobacter sp to moraxella sp. Sowing carried out in macconkey, I asked for it to be repeated on blood agar, awaiting a response.

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported the incorrect ID of acinetobacter as moraxella species. Bd technical services worked with the customer remotely to troubleshoot the issue. The customer reported the original isolate was prepared from a macconkey plate. Technical services asked the customer to repeat testing from a blood agar plate. The customer reported after repeating from a blood agar plate the the isolate identified as expected. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of september 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, customer reported misidentification. The following information was provided by the initial reporter: client reports misidentification of phoenix from acinetobacter sp to moraxella sp. Sowing carried out in macconkey, I asked for it to be repeated on blood agar, awaiting a response.